Event description:
It was reported that the 9800 system produced a loud tone and only had 5 boot up arrows. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the powered control pcbd. The system operates as intended.